Manufacturer narrative:
The device history record for the reported lot number, aa4174n09 , was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not returned with the device. The sample appeared in generally clean condition. The balloon was infused with 5cc's of water. With slight manual manipulation, leakage was observed in the area of the proximal collar. When viewed under magnification, a lateral slit was observed on the collar. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from the (B)(6) stating the jejunal enteral feeding tube balloon would not hold water. The device was in use for 46-days until the event. Prior to removal the device was taped in position for four days until appropriate screening could be arranged for changing of the of the device. No additional information was provided in regards to the patient's status.